Event description:
It was reported that repeated meal announcements were observed on a customer¿s report, and engineering log review was requested to determine whether this was a system glitch or user-driven entries. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on health or device availability. Investigation included internal log analysis and data review. Investigation of this case revealed that the device recorded multiple meal announcements consistent with user-initiated entries, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.